Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. The safety release button was activated and both counter-traction and an assertive pull were used to remove the device. Manual compression was applied to achieve hemostasis. There was no reported adverse pt effect. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.